Event description:
It was reported that during use of a model 777f8 swan-ganz catheter, the svo2 values decreased dramatically from 70 to 40. The svo2 cable was disconnected from the swan ganz catheter and clear fluid was noted to be leaking from the blue tab portion of the catheter aka optical module connector port. The clinician was using the svo2 values to titrate vasoactive drugs, therefore the swan was replaced several hours later. No patient harm resulted from the issue. The lot number and date of occurrence were unknown.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon return of the product, a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Manufacturer narrative:
Our product evaluation lab received one model 777f8 catheter with a non edwards contamination shield. The contamination shield was attached to the catheter body at 83cm and 50cm from the tip. As received, blood was found on the optic connector. The catheter body had indentation and surface damages located at 86cm from the tip. Interlumen leakage was found between the optical lumen and the proximal infusion lumen within the catheter body at the damaged location. Cut down was performed on the catheter body. A 0.16 inch long fold and a 0.06 inch long void were noted on the wall of the proximal infusion lumen at the damaged location, with interlumen leakage due to the void. The other lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric, and remained inflated for 5 minutes without leakage. No other visible damage was observed from the catheter body. The customer report of inaccurate values was unable to be confirmed, as blood was visible on the optic connector and in-vitro calibration was unable to be performed. The customer report of leaking was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Per additional information received from the customer, the device was from lot number 64229762. A device history record review was completed and documented that the device met all specifications upon distribution.